Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient said she obtained readings of 223 and 52 mg/dl on the lfs product greater than 20 minutes apart from each other. A valid comparison in terms of precision cannot be calculated because the results were obtained greater than 20 minutes apart from each other. She said the product issue first started approximate one week ago. The specific dates and times of the above test results were not provided. The patient claimed that she started feeling shaky, sweaty, and confused about 6 days later. Information was not provided as to whether the patient obtained a blood glucose result immediately before and at the time she experienced symptoms. The patient said she treated herself by drinking orange juice. The cca noted that the patient followed correct testing technique. The patient's products were replaced. This complaint is reported because the patient alleged that she obtained inaccurately erratic results on the lfs product and afterwards felt shaky, sweaty, and confused.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.